Event description:
We opened the sterile packaging of the covidien lp eea 31 stapler, and we noticed there was broken plastic in the bottom of the stapler package. We opened a second eea 31 stapler and noticed that it also had broken plastic in the package. The first two staplers were the same lot. We contacted a representative who told us to open another stapler. The third stapler was from a different lot and all of the pieces were intact. We saved the packaging and stapler, and gave them to sterile supply. Manufacturer response for staple, implantable, eea (per site reporter). Caregiver sent product back to covidien.